Event description:
Per user facility medwatch form, (B)(4), during a bowel resection procedure, the gia stapler had been used to resect the bowel and was reloaded to resect another section, but there was incomplete firing of the staples. The staples did not go across the bowel; this then required further bowel resection and use of a different stapler.

Event description:
It was reported to boston scientific corporation that an rx pre-curved ercp cannula was used in the common bile duct during a stone removal procedure performed on (B)(6), 2010. According to the complainant, while advancing the device through the scope, the blue paint on the distal tip was peeling and the distal end became torn. The procedure was completed with another rx pre-curved ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).